Event description:
It was the patient was treated in the emergency room (ER) for syncope and loss of pacing. It was indicated the patient was having seizures at home and emergency medical team was subsequently called and it was found the patient's heart rate was at 37 beats per minute. It the ER the patient needed external pacing and the hospital staff coded the patient as only p-waves were seen on the monitor. The patient survived the code. It was noted the device loss of pacing output was witnessed in the ER and no source of electromagnetic interference was present. The device was interrogated several times after the loss of capture and all parameters were within normal limits. The right ventricular lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk found no anomalies.